Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir dose display digits were either in full version, partial version, or missing completely. The humapen memoir was associated with product complaint (B)(4) / lot 1003c01. The user and the user's training status were not provided. The duration of use was six months. Return status of the pen was not provided. (B)(4).

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir dose display digits were either in full version, partial version, or missing completely. The humapen memoir was associated with product complaint (B)(4) / lot 1003c01. The user and the user's training status were not provided. The duration of use was six months. Return status of the pen was not provided. Update (B)(6) 2012: additional information was received from the global product complaint database on (B)(6) 2012: updated the device specific safety summary text, the EU/ca fields, and the medwatch fields. Update (B)(6) 2012: upon internal review, edited medwatch info area for purpose of submitting corrected device report.

Manufacturer narrative:
(B)(4). No further follow up is planned.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2012. Evaluation summary text, which was omitted from previously submitted report, has been added. No further follow up is planned. Evaluation summary a consumer reported that the numbers of their humapen memoir device display were not showing completely or were missing. Investigation of the returned device (batch 1003c01, manufactured march 2010) found missing segments in the ones and tens dose digits of the display when the temperature was elevated to approximately 40 deg c and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. A house sample review did not identify any other devices with missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Improper use and storage - there is no evidence of improper use.